Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: new zealand.

Event description:
It was reported that during surgery the device is ripping the graft when in use. There was no patient impact or delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h6 and h11. Review of the most recent repair record determined the device passed the sample mesh test during evaluation; however, the comb was damaged. The comb was replaced and resolved the reported issue. The DHR was not reviewed as lot number is required and is not available/provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the device is ripping the graft when in use. It is unknown if there was patient impact or delay. There was no note of an additional graft being taken. Due diligence is complete and there is no additional information available.